Event description:
It was reported the atrial lead was removed and replaced due to high thresholds and impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and was visible on the helix upon being returned, the lead was stretched, and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace impedance trend data shows an abrupt increase for max atrial pace bi impedance from 912 to 4047 ohms peak between (B)(6) 2011.